Manufacturer narrative:
Clinical evaluation performed by medical affairs director on 22 december 2017: partial hip revision surgery (stem and head) 2 years after primary total hip arthroplasty in a (B)(6) year-old patient. Poor quality radiographic images provided don't allow a proper clinical evaluation. Radiolucent lines are visible in zone 1. Aseptic loosening is a possible literature described adverse event after cementless tha and causes are often unknown. The reason of this failure cannot be determined. Batch review performed on 27 december 2017 lot 147810: (B)(4) items manufactured and released on 16 february 2015. Expiration date: 2019-12-31 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Loosening of an amistem-h 2 years and 9 months after primary.